Event description:
It was reported that the bladder of an infusor device ruptured during patient infusion. The infusor contained chemotherapeutics. There was no leakage after the rupture had occurred. No patient injury or adverse event was on association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.